Event description:
Patient undergoing left knee arthroscopy./ acl using autograft when a 4.5mm endoscopic cannulated drill bit broke in 3 pieces. 2 pieces were retrieved and 1 piece remains in the graft.